Manufacturer narrative:
(B)(4). Date sent: 11/16/2022. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the sample. Visual analysis of the returned sample determined that an opened package from an ecr60b was returned with no apparent damage. In addition, an unknown reload was returned. The reload was not a j&j product. No functional test was performed. The event described could not be confirmed as the reload was not a j&j product. The reload was not a j&j product, the batch history records could not be performed.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished ecr60g with lot number t40y93, and no non-conformances were identified. Manufacturing date: 10/15/2019. Expiration date: 09/30/2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.